Event description:
(B)(4). Side effects: the first thing I noticed (within a month) was my hair started falling out in massive amounts. Other side effects I had were extreme fatigue, low sex drive, weight gain, short term memory loss, teeth chipping, stomach flutters (like when you are pregnant), sharp pains(that were worse at first, but since have gotten better, hard time sleeping at night, slight depression and anxiety (which I never had before) and moodiness. Then I started getting night sweats and hot flashes. They did some tests and put me on estrogen, progesterone, and thyroid meds. Those symptoms have gotten better after I was put on hormones. For the last year, my cycle has been crazy and the last few months, I bled for 2 weeks, then nothing for a week and it will start again. They keep changing my estrogen and progesterone doses but it isn't helping. Now I'm noticing the feeling like something is crawling on me, but when I look nothing is there. I read somewhere that a change in hormones can cause that. I am wondering if my change in meds has made that worse. I am concerned about all of the side effects, but mostly about the migrated coil. I has pressure placed, a tubal ligation because one coil migrated and most recently had a total hysterectomy because of all the side effects.